Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Treatment of a 40cm section of the great saphenous vein (gsv) with vena seal was successfully completed on (B)(6) 2018 without incident. The vein successfully closed and no additional treatment was required. The patient expressed that the procedure was pain free but was longer than a previous treatment of their other leg with radio frequency ablation (rfa). The day of the procedure, the patient said that about 4 hours post procedure, adhesive came out at the injection site. The patient came back to the facility for post procedure follow up and presented with pain and leg swelling. The area was warm to the touch and redness was observed from the access site up to the junction. The physician prescribed 600 mg ibuprofen every 6-8 hours as needed, a steroid step down pack, keflex 250 mg bid for 10 days and benadryl.